Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (infumorph) 25 mg/ml at 4.3 mg/day via an implanted pump for non-malignant pain. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported the patient was experiencing pain down his leg and foot. However, nothing was found to be wrong with the pump or catheter. When looking at the pump logs nothing was wrong. In regard to environmental/external/patient factors that may have led or contributed to the issue it was noted the patient did fall and the doctor was scheduling a MRI to rule out if the patient harmed himself when he fell or other reasons besides the pump and catheter for the patient¿s pain. Diagnostics/troubleshooting performed included surgery (the case was booked as a catheter revision), reading the logs, and the catheter access port aspirated nicely. It was noted when the catheter access port (cap) was withdrawn the catheter aspirated fine. There were no issues with the catheter or pump. Actions/ interventions taken included a MRI scheduled. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was asked, but unknown and the patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.